Manufacturer narrative:
G4: 29sep2019; b4: 03oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported "check vent error" (check vent: alarm led failed) through operational checking. The cause of the phenomenon was investigated, and it was determined that an anomaly in the alarm led was responsible for the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported a light emitting diode (led) alarm failed. There was no patient involvement.